Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and then it was low. The customer reported that she dropped pump on concrete and the insulin pump cracked along top of reservoir compartment as well as battery compartment. Customer stated lower left corner of display screen may be scratched. Customer stated blood glucose was between 400mg/dl to 500mg/dl at time of incident. The customer reported that they corrects for high blood glucose via injection but then blood glucose will go low upto 40mg/dl due to injection so customer will need to treat with food. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, however test reservoir locked or clicked into place properly, broken belt clip slot, minor scratched and cracked display window. Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test.